Event description:
It was reported that the fixation pin was broken during the spinal procedure. The broken piece remained in the patient's body. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.